Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. Product information for use states: close attention should be exercised with the use of the device in patients who have inflammatory bowel conditions or who have had rectal surgery. The physician should determine the degree and location of inflammation or extent of surgery (e.g. Location of anastomosis) within the colon/rectum prior to use of this device in patients with such conditions. Care should be exercised in using this device in patients who have a tendency to bleed from either anti-coagulant/anti-platelet therapy or underlying disease. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient had the device placed for wound management during treatment in a burn care unit. Device was inserted on (B)(6) 2014 and was in place for 23 days. During this time the patient was receiving anticoagulant therapy (duration unknown). The device was removed due to "major rectal bleeding" on (B)(6) 2014. The patient was taken to the operating room where he received four (4) units of blood and rectal sutures. The patient was taken to the operating room a second time where the patient and the ulcer was managed surgically. The reporter states that the operating room notes documented a rectal fissure "where the balloon sits". The retention balloon contained 45cc of fluid at deflation for removal. It was also reported that the device was discontinued once the issue was identified. The patient was discharged to a long term acute care (ltac) hospital on an undisclosed date. No further details were provided.